Manufacturer narrative:
The insulin pump had blank flashing white lcd with audio beeps due to cracked lcd controller. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test blank flashing white lcd. Unit had minor scratched display window, scratched case and a pillowing keypad overlay.

Event description:
Customer reported via phone call display anomaly on the insulin pump. Customer's blood glucose level was 28 mmol/l. Customer advised the display screen is black, the screen flashed white then black and the device started to alarm. Customer advised the insulin pump switched off 45 minutes after the battery was removed and the buttons did not react. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had blank flashing white lcd with audio beeps due to cracked lcd controller. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test blank flashing white lcd. Unit had minor scratched display window, scratched case and a pillowing keypad overlay.